Manufacturer narrative:
The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available. No UDI number has been included in the section d4 unique device identifier (UDI) since this machine (rotaflow) has been manufactured on 2013. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.

Event description:
The event occurred in india. It was reported that the rpm is not increasing on the rotaflow console during patient treatment. After the self test was passed successfully the customer tried to increase rpm but the device shows few rpm and within friction of seconds rpm comes to 0. During service the control board was replaced which did not solve the problem. No more information provided. More information requested but still pending. No harm to any person has been reported. Due to the potential risk for the patient a report is required. Complaint ID: (B)(4).

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
New information has been received by the ssu (sales and service unit) dated on 2025-11-17. The repaired rotaflow drive (rfd) has been received by the customer and was tested on the rotaflow console (rfc) but the issue still persists. The rfc has been tested with the repaired rfd and another rfd. With both rotaflow drives the flow rate is not maintained. The flow rate increases but even at zero speed the rfc shows a flow rate of 2 l or 3 l (after zeroing). The flow measurement board has been replaced on the rfc and the device was tested for 5 hours and has been kept under observation for 28 hours but problem is still not solved. The rfc will be tested with a new lemo maser connector. The investigation is ongoing. Further information has been requested but has not yet been received. A follow up medwatch will be submitted when additional information becomes available.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in india. It was reported that the rpm is not increasing on the rotaflow console during patient treatment. The device was immediately exchanged with another device without consequences for the patient. After the self test was passed successfully the customer tried to increase rpm but the device shows few rpm and within friction of seconds rpm comes to 0. The control board was replaced which did not solve the problem. No harm to any person has been reported. The rotaflow drive (rfd) with s/n (B)(6) was sent back to manufacturer for repair. During the investigation by the getinge service department on (B)(6) 2025 the reported failure "rpm not increasing" could be reproduced by the getinge service department and it was found that the closing assy is missing. Thus, the drive has been send to the supplier (B)(4). On (B)(6) 2025, the supplier (B)(4) could reported failure "rpm not increasing" could be reproduced and electrical parts have been replaced by the supplier. Thus, the reported failure could be confirmed. After functional test at the getinge service department on (B)(6) 2025 the device was sent back to the user. The most probable root cause for the reported failure could be determined as wear and tear or rough handling of the device. Rotaflow console: a review of non-conformities was performed on (B)(6) 2025 and during the time from (B)(6) 2013 to (B)(6) 2025 there are no non-conformities in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console with s/n (B)(6) was produced on (B)(6) 2013. Rotaflow drive: a review of non-conformities was performed on (B)(6) 2025 and during the time from 2018 to (B)(6) 2025 there are no non-conformities in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow drive with s/n (B)(6) was produced on 2018. For the affected serial number within the timeframe of the search no additional complaint was found for the same issue. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
The event occurred in india. It was reported that the rpm is not increasing on the rotaflow console during patient treatment. After the self test was passed successfully the customer tried to increase rpm but the device shows few rpm and within friction of seconds rpm comes to 0. The control board was replaced which did not solve the problem. No harm to any person has been reported. The rotaflow drive (rfd) with s/n (B)(6) was sent back to manufacturer for repair. During the investigation by the getinge service department on 2025-03-26 the reported failure "rpm not increasing" could be reproduced by the getinge service department and it was found that the closing assy is missing. Thus the drive has been send to the supplier emtec. On 2025-04-25 the supplier emtec could reported failure "rpm not increasing" could be reproduced and electrical parts have been replaced by the supplier. Thus, the reported failure could be confirmed. After functional test at the getinge service department on 2025-04-29 the device was sent back to the user. According to the ssu (sales and service unit) dated on 2025-11-17 the repaired rotaflow drive (rfd) has been received by the customer and was tested on the rotaflow console (rfc) but the issue still persists. The flow rate increases but even at zero speed the rfc shows a flow rate of 2 l or 3 l (after zeroing). The flow measurement board has been replaced on the rfc and the device was tested for 5 hours and has been kept under observation for 28 hours but problem is still not solved. On 2025-12-10 the lemo rfd master connector (article number 701034666) has been replaced. After the replacement the device is working as intended. A similar complaint was investigated for the reported failure in getinge life-cycle-engineering (lce). The reported failure was caused most probably by a defective shielding in the coaxial cables which transmitted the ultrasonic signals to the flow measurement. Rotaflow console: a review of non-conformities was performed on 2025-05-05 and during the time from 2013-12-19 to 2025-02-27 there are no non-conformities in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow console with s/n (B)(6) was produced on 2013-12-19. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Rotaflow drive: a review of non-conformities was performed on 2025-05-05 and during the time from 2018 to 2025-02-27 there are no non-conformities in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The rotaflow drive with s/n (B)(6) was produced on 2018. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. For the affected serial number within the timeframe of the search no additional complaint was found for the same issue. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).